Event description:
At the end of a successful transoral incisionless fundoplication (tif) procedure, as the surgeon was removing the device from the patient, the device scraped the soft palate. The surgeon placed 3 interrupted chromic sutures and the patient is doing fine.

Manufacturer narrative:
The surgeon did not believe the event occurred due to a malfunction of the device. The hospital disposed of the device per the hospital's standard operating procedure and is not available for an evaluation.